Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered to the customer. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) was high; value not provided. Reportedly, customer replaced infusion set to treat elevated bg.